Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The afapro28 balloon catheter with lot number 19577 was returned and analyzed. The patient file was received and was recorded on the reported date of the event. The patient file showed one application was performed using catheter number one identified as afapro28 with lot number 19577. The patient file showed 15 applications were performed using catheter number two identified as afapro28 with lot number 19577. The patient file showed system notice 50032 (the safety system has detected a compromised outer vacuum) during ablation/application one with catheter one. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. However, during inflation a guide wire lumen kink was observed inside the balloon segment. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.137 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the data files analysis confirmed the system notice 50032 (the safety system has detected a compromised outer vacuum) and the balloon catheter failed return inspection due to a guide wire lumen kink 1.137 inches proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The was balloon catheter replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.